Manufacturer narrative:
Additional lot #: w48372. Investigation pending.

Event description:
Triage results on (B)(6) 2011 were retesting specimen drawn on (B)(6) 2011 at 18:53. Date: unk, time: unk, device: unk, myo: 46.7, ck-mb: <1.0, bnp: 58.0. User's device cut-offs: beckman: grey zone (0.06 - 0.49); cut-off (>0.5), triage: grey zone (0.06 - 0.39); cut-off (>0.4). Pt's medical history and other diagnostic results are unk.